Event description:
It was reported that the device would not work when plugged in. Another device was used to complete the procedure. There was no patient injury. This report is being filed for the findings upon investigation.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the device jaws were able to fully open and close, and the trigger, switches and levers operated as intended. The blade was able to actuate and release freely. The device was then electrically tested and passed continuity, isolation and insulation testing. When the device was connected to a generator, an error message was displayed indicating the coagulation was not completed prior to any pressure being placed on the switch. Manipulating the switch and applying firm pressure allowing the device to complete a full cycle after the device displayed another error message. Further investigation of the device determined that when connected to the generator by itself, an error code was immediately displayed with no energy going to the tip. However, if prior to being plugged into the generator the jaws were first clamped down on testing material and then device was plugged in, the tip activated without the trigger button being pushed.